Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. It was observed that the battery compartment was cracked from the threads to the base seal. The threads on the battery cap were found stripped. The pump powered up and functioned properly. The investigation verified the reported casing issue. No other defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged and there was no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.